Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose because she kept bolusing. The customer¿s blood glucose level was 46 mg/dl. Customer reported that they did not receive a sensor updating/sg not available alert and did receive a calibration not accepted alert. The customer drank juice to bring blood glucose up. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.